Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8703, lot # j92093726, implanted: (B)(6) 1992, explanted: (B)(6) 2016, product type catheter.

Event description:
Information received from a manufacturer representative regarding a patient with an implanted pump. Indication for use was noted as spinal pain. The manufacturer representative reported that on 2016-09-29, a catheter revision showed up on their schedule for (B)(6) 2016. The manufacturer representative did not have any additional information as to why the catheter was being revised. The drug concentration was 10mg/ml of morphine sulfate and the physician wanted a starting dose of 0.25mg/day. Patient services stated that the physician could not achieve a dose of 0.25mg/day with a concentration of 10mg/ml, the lowest dose would be 0.48mg/day. The new catheter was already connected to the pump.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2016 stated manufacture representative became aware of the catheter replacement on (B)(6) 2016. It was also noted there was a fracture of the catheter due to motor vehicle accident and catheter was replaced with catheter 8780. It was unknown when the catheter was first observed, but in operating room (or) the fracture was clearly visible on fluoroscopy and then observed with lumbar incision for catheter revision. It was unknown if patient had any symptoms relating to the catheter replacement. Patient was receiving 0.48mg/day of morphine sulfate post replacement. It was noted the catheter event had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.